Event description:
It was reported that during a laparoscopic radical prostatectomy procedure although the completion sound was heard, the device could not coagulate. At first, as the device was used for the thick tissue, the doctor did not think the device functioned. However, when the device was used for the thin tissue, the device did not coagulate just the same. The device was tried several times, but it did not function. Eventually, the enseal device was no longer used and another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, it was found that the ptc was nearly detached off. Additional information: the doctor felt difficulty in sealing at first. Gradually the device became not to seal and the device could not seal the tissue finally. The target tissue was sealed using the device with much time as far as the device could seal. The bleeding amount was 750 cc. No transfusion was performed for the patient and operation was not converted.

Manufacturer narrative:
(B)(4). The device was received with a separated electrode. The ptc is securely attached to the upper jaw but the electrode is separated from the ceramic. The surface of the lower jaw cavity and electrode show minimal residual adhesive. The ceramic is still attached to the lower jaw. It is possible that the lack of residual adhesive along the surface of the ceramic suggests adhesion failure due to poor surface preparation during assembly. The separated electrode could have affected the sealing performance of the device.

Event description:
It was reported that post implant a laparoscopic gastric band procedure, during an adjustment, it was noticed that the surgeon could not access the port to add or remove fluid. The surgeon performed a fluoroscopy and found that the port tubing had disconnected from the port. A revision surgery was performed on (B)(6) 2010 and the port was replaced with an updated realize port. The connector was attached to the port and the strain relief was lying next to the port. Patient is doing well. The patient had three to four adjustments prior to the port disconnect.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time.